Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l5-s1 using rhbmp-2/acs. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient received significant medical treatment. The patient has never recovered from the surgery and continues to suffer from daily, disabling pain that prevents his from performing many basic activities.

Event description:
It was reported that on: on an unknown date: per operative report ¿ two 16 x 23 mm lt cages were placed. Each of these had an excellent fit and ap and lateral fluoroscopic views showed good position. Endplates were then debrided from within each cage and filled each cage with rhbmp-2/acs sponges. A sterile dressing was applied and the patient returned to his hospital bed.¿

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.